Event description:
It was reported that a patient underwent implant of the intraocular lens (iol) (B)(6) 2013. Once the lens was implanted, the surgeon realized that there were scratches on the surface of the iol and therefore, the lens was removed and replaced within the same procedure. The same model and size lens was used for the replacement. It was further reported on (B)(6) 2013, that an incision enlargement was required to remove the scratched lens. No further information was provided.

Manufacturer narrative:
Initial reporter's telephone number: (B)(6). (B)(4). Manufacturing record review: all process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No deviation or non-conformance (ncr) related with the customer claim was generated. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.